Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on (B)(6) 2022. The device evaluation was completed on (B)(6) 2022. The device was returned to biosense webster (bwi) for evaluation. Visual inspection and screening test of the returned device were performed following bwi procedures. Visual analysis revealed reddish material under the pebax. The magnetic and force feature were tested and no errors were observed. The force values and the vector were observed within specifications. No force issues were observed. Additionally, a scanning electron microscope (sem) testing was performed on the pebax area and the results showed evidence of mechanical damage, and a hole on the pebax surface. Object that caused the damage is unknown. No other anomalies were observed. A manufacturing record evaluation was performed for the finished device batch number, and no internal actions were identified. The force issue reported by the customer could not be replicated during the product investigation; however, the blood inside the pebax area found could be related to the reported issue. The instructions for use contain the following information that should be considered: to ensure accurate force readings, verify that the force reading is near zero when the catheter is not in contact with tissue. If the force reading is not near zero when the catheter is not in contact with tissue, perform zeroing. As part of biosense webster¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) procedure with a thermocool® smart touch® sf uni-directional navigation catheter and the biosense webster, inc. Product analysis lab observed a hole in the pebax. Initially a force issue was reported. During the procedure, there was a problem with the force of the catheter. A second catheter was used to complete the procedure. There was no patient consequence reported. The force issue was assessed as not MDR reportable. The potential risk that it could cause or contribute to a serious injury or death to the operator or patient was remote. The biosense webster, inc. Product analysis lab received the device for evaluation and per the evaluation completion on 07-sep-2022 there was reddish material under the pebax and a hole in the pebax. The hole in the pebax was assessed as MDR reportable. The awareness date for this reportable lab finding was (B)(6) 2022.